Manufacturer narrative:
(B)(4). Concomitant medical product: g7 dual mobility liner, # item 110024464, lot 524570. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an inseter ring has fractured during implantation of liner during an initial hip surgery. All pieces were retrieved from the patient body. Another inserter ring was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.